Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt experienced cramping during a routine hemodialysis treatment. The operator was unable to perform rinseback due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide provides adequate instructions for performing rinseback of the pt's blood. The occurrence of cramping during dialysis is an anticipated event. Facility staff reports cramping is a common occurrence for this pt and, is typically resolved with decreasing the uf rate or administering a 100cc saline bolus. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.